Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer - additional information. G6: report type updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. It was indicated that the receiver was exposed to moisture, which is misuse of the device. An external visual inspection was performed and no damage. A receiver charge and receiver boot test was performed and failed due to receiver system check displayed then shutdown, water was observed inside receiver and receiver moisture damage pictures taken. Functional tests were not performed due to receiver system check displayed then shutdown, water was observed inside receiver and receiver moisture damage pictures taken. An internal visual inspection was performed and failed due to receiver system check displayed then shutdown, water was observed inside receiver and receiver moisture damage pictures taken .the receiver log was not downloaded due to receiver system check displayed then shutdown, water was observed inside receiver and receiver moisture damage pictures taken. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.